Manufacturer narrative:
Physio-control service technician replaced the battery pins, power pcb assembly and performed other unrelated repairs. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. Further review of the data obtained during device evaluation and electronic records determined that the root cause of the reported issue was due to a worn battery pin on the positive side of battery well 1, which caused excessive voltage drop, resulting in an unexpected loss of power.

Event description:
A customer contacted physio-control to report that their device powered off intermittently during patient monitoring. There were no reports of adverse effects to the patient as a result of the reported event.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No information has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Physio-control performed an initial evaluation of the customer's device and verified the issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device powered off intermittently during patient monitoring. There were no reports of adverse effects to the patient as a result of the reported event.